Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 51 mg/dl on (B)(6) 2018. The customer treated with food. The customer's blood glucose was 157 mg/dl at the time of call. Troubleshooting for the low blood glucose was declined. Auto mode feature was not active during the incident. The insulin pump was not returned for analysis.